Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the pt's body. During insertion into the guide catheter, the physician noticed the taxus express2 2.5 x 12 mm drug eluting stent shaft fractured outside of the pt's body. No pt injuries or complications were reported. The procedure was successfully completed with another taxus express2 2.5 x 12 mm drug eluting stent. Pt status is reported to be "satisfactory/good."